Event description:
It was reported that intermittent myopotential oversensing was observed. The asymptomatic patient is pacemaker dependent. Programming changes were recommended. No further information is available.